Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that during registration, there was no problem connecting/viewing the tracer pointer or the non invasive reference. Later in surgery itself, first the stylet was not visualized when connected (there was no interfering metal).  Then, when connecting the stylet in another port, if the stylet was connected it would interfere and the reference was lost. The site tried in every port, until in one connection, both instruments were visualized, but the doctor had decided to place the catheter without navigation. The use of navigation was discontinued. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.